Event description:
A customer contacted baxter's technical service center regarding a possible increased intraperitoneal volume (iipv) situation. While assisting the caregiver with a low drain volume alarm and explaining how total ultrafiltration (uf) is determined by the machine, she stated that the home pt felt overly full during the previous night's therapy. The caregiver did not know what part of therapy. The technical service representative (tsr) advised the caregiver that if the home pt feels like he is too full to call for assistance in draining and for a review of the total uf. The caregiver understood. The home pt had no symptoms at the time of the call. Tsr was unable to review the device logs and no drain or fill volumes were available. The device will not be returned for eval. A follow up call was made to the home pt's nurse. The nurse stated that the pt was in the clinic in 2009 and did not report any issues. The pt's therapy was going well and the nurse did not know why he would be overfilled. The pt was not experiencing any drainage issues. There was no pt injury related to this report.

Manufacturer narrative:
.